Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: one device was received for evaluation. The device was in for repair before but for a non-related issue. The event history log (ehl) review identified high alarms for downstream occlusion (dso) sensor. Functional and visual tests were performed. The customer reported problem was not duplicated. The probable cause of the reported problem was likely due to the many downstream occlusion alarms found in ehl. Upon performing visual inspection too many high alarms displayed: downstream occlusion. Since the dso had been repaired recently and no problems were detected, preventative measures were taken by replacing the mainboard.

Event description:
It was reported that the pump beeped continuously. There was unknown patient involvement.